Event description:
We received documents regarding a field notification from arjo pertaining to a ceiling mounted patient lift. The stated purpose of the notification is "(arjo) received a limited number of complaints of ceiling lifts moving without the intervention of a caregiver that could be linked to electromagnetic interference (emi). No injuries were reported in connection with this issue."arjo states that they have revised their instructions for use (IFU) manual with updated instructions on pages 48-51.arjo's actions required states "please promptly discard all current maxi sky instructions for use manuals and notify applicable personnel of the revised instruction for use manual."the manager of industrial rehabilitation, states "it appears the changes pertain primarily to pages 48-51 for electromagnetic compatibility. This information is highly technical and includes mathematical calculations. The company states that we must retrain our staff because of these changes."the language in this notification is ambiguous. It does not state what changes were made to the manual, nor does it succinctly address what action steps the users need to take. A copy of the manufacturer's notice and the instruction manual related to this report has been provided to FDA medsun. ======================manufacturer response for patient lift device, maxi sky 600 ceiling lift (per site reporter)======================the director of biomedical engineering has contacted arjo and requested clarification of their notice.